Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 0282789. D.4. Medical device expiration date: 10/31/2025. H.4. Device manufacture date: 11/27/2020. D.4. Medical device lot #: 0036235. D.4. Medical device expiration date: 5/28/2025. H.4. Device manufacture date: 2/5/2020. D.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/17/2021. H.6. Investigation: customer returned (12) used 32gx4mm bd pen needles with tear drop labels from lot# 0282789 and lot# 0036235. The customer reported that the pen needles clog during injection and the non patient end does not attach. All 12 returned samples were examined, and the following was observed: 10 exhibited a bent non-patient end (npe) cannula. 1 exhibited a broken npe cannula. 1 exhibited a straight npe cannula; this sample was tested for flow using a test pen injector, and was able attach to the pen injector and expel properly. The bent and broken npe cannulas would be the cause for no flow through the pen needles, and difficulty attaching the npe cannula to a pen injector due to obstruction of the threads. Since all 12 pen needles were returned after use, the probable cause of the bent and broken npe cannulas is user related. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. The root cause for this issue is user related. The user bent or broke the npe cannulas when handling the pen needles.

Event description:
It was reported that 2 pen ndl 32g 4mm were unable to deliver insulin or medication and had attachment issues. The following information was provided by the initial reporter :   it was reported by the consumer that the pen needle clogged during the injection and the non patient end does not attach. Date of event : unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date : unknown. A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date : unknown.

Event description:
It was reported that 2 pen ndl 32g 4mm were unable to deliver insulin or medication and had attachment issues. The following information was provided by the initial reporter:   it was reported by the consumer that the pen needle clogged during the injection and the non patient end does not attach. Date of event : unknown.